Event description:
A report was received that the patient was experiencing discomfort. The patient underwent an ipg explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort. The patient underwent an ipg explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.